Event description:
On (B)(6) 2020, the subject ICD was implanted as a replacement of a previous one with non-microport crm ventricular leads and the same sonrtip atrial lead already implanted. Both previous right ventricular and left ventricular leads were abandoned. On (B)(6) 2021, vf episodes due to oversensing were observed, with charging of the capacitors without delivering shocks.

Manufacturer narrative:
Please refer to the attached analysis report. Microport crm was notified on (B)(6) 2022 that following detection of rv oversensing in remote monitoring, the ICD therapies were deactivated and the rv sensitivity was increased in order to have only the resynchronization therapy. A subcutaneous ICD was implanted on (B)(6) 2021.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2020, the subject ICD was implanted as a replacement of a previous one with non-microport crm ventricular leads and the same sonrtip atrial lead already implanted. Both previous right ventricular and left ventricular leads were abandoned. On (B)(6) 2021, vf episodes due to oversensing were observed, with charging of the capacitors without delivering shocks.